Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device dso sensor seal was delaminated and there was a recurring data loss issue.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the review period. The reported issue was confirmed through visual inspection. The mainboard needed to be replaced. Further investigation found that the cassettes were difficult to attach or to remove from the device and needed latch lock replacement. The air detector was also lifting, and the device failed the downstream occlusion test as it immediately alarmed upstream occlusion during the test. The device was considered beyond economic repair (ber).